Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine. According to the complainant, they were unable to connect the active cord to the connecting pin on the snare. Upon pulling the cord to try and reconnect, the connecting pin detached from the snare. The physician used a second rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
0n (B)(4) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found in on the lcd. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.